Manufacturer narrative:
During inspection and testing of the returned device, service was not able to identify the solid material, or remove it from the nozzle. There was no detrimental deformation of the hose of the nozzle. Further evaluation of the device found the distal end and all channels had been modified by a third-party entity. The bending rubber cover, adhesive, thread winding, and universal cord had been replaced by a third-party entity. The coating of the universal cord had wrinkles. There was a decrease of light out in the light guide bundle. One of the light guide lenses was chipped. The charge couple device cover lens was cracked. The rubber cover on switch #1 had a pinhole. The bending angulations were out of specification but still functional. The insulation resistance value of the connecting tube was poor. Air leak inspections did not identify any leaks. The investigation is ongoing; therefore, the cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, a flow problem was identified during the endoscope disinfection cycle. The wash cycle stopped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no air or water flow due to the nozzle being clogged with a solid foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
Correction: h4 - dec 8, 2019 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that solid foreign material clogged the air/water nozzle. No other information about the foreign body was obtained. A third party replaced all channels including tips; however, in france, reprocessing procedures are mandatory and clearly defined. No deviation from IFU was observed. Olympus will continue to monitor field performance for this device.